Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. No lot or batch number was provided therefore a device history could not be done. Additional information was requested and the following was obtained: is the device being returned for analysis? No

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeons say that the clips are routinely not forming properly and coming off vessels/duct. Another like device was used to complete the procedure. There were no adverse consequences for the patient.